Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. The cause of the reported issue was a wear and tear. The downstream occlusion seal was replaced. No further issue noted. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had damaged to the downstream occlusion seal. There was no patient involvement.